Manufacturer narrative:
The referenced device was returned to the manufacturer for evaluation of the reported ¿u509 ultrasonic level error". The device was attached to the test generators, usg-400/esg-400, and a probe check was performed; the device failed the probe check as the error code u509 was confirmed. Both activation switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there was some tissue built up. The ptfe pad (teflon pad) was inspected and found there was normal wear, no metal exposed, no abnormalities. The distal end of the device was inspected under a microscope and found the probe tip was broken. The wiper movement, the consistency of movement of the handle and jaw, the handle load and the rotation of the knob torque were normal. Additionally, the OEM conducted a review of the device history records (DHR) for the concerned lot and indicated there was no anomaly during production of the device. Based on the evaluation and similar reported events, the cause for the broken probe was most likely attributed to the operator's technique such as the probe coming into contact with a hard or metallic surface during activation. Also, the following details are found in the instruction manual as warning. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
The manufacturer was informed that during a total laparoscopic hysterectomy procedure, a u509, ultrasonic level error was observed when using three devices from the same lot.there was no visual damage on the device's teflon pad or probe unit. There was no metal was exposed on the device jaw. The intended procedure was completed using a similar device. No other equipment was replaced during procedure. There was no patient injury reported. In addition, the generator settings were 2 seal and cut and 1 seal. The device was inspected prior to use and no abnormalities were found. The connection points to the generator were inspected and no cable damage was observed.this is for report 2 of 3.